Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t-wave oversensing was noted on the implantable cardioverter defibrillator. The patient felt poorly due to low heart rate and inhibited pacing. The device was reprogrammed. The patient was stable before, during and after the reprogramming.